Event description:
Walmart claims services (wcs) has been notified that customer ***** has experienced a problem with your product equate bath/shower seat which customer claims the shower chair collapsed while he was sitting on it and he fell off chair getting injured requiring medical treatment and he is pursuing an injury claim. Please contact the customer and assume the handling of this claim or request that your liability carrier take over the matter. We ask that the customer be contacted as soon as possible. Claimant: *****. Product: equate bath/shower seat. Store/club: 1947. Doa: (B)(6) 2023. Walmart claims services file no: (B)(4). Your file no: tbd.